Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced vent going into backup mode during patient use. There was no information regarding patient harm and intervention facilitated by the end user.